Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a gunther tulip filter. (B)(4). Summary of investigational findings: according to the complaint report, it is alleged that the tulip filter could not be removed due to migration and perforation of the ivc. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported failure mode. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. IFU, contraindications: megacava (diameter of the ivc > 30mm). Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to initial reporter: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010, [pt] presented at the hospital to have the filter removed as he was therapeutic on coumadin. At that time, [pt's] doctor was unable to remove the filter due to migration and perforation of the vena cava wall". Patient outcome. It is alleged that " [pt] has suffered numerous thrombotic events, despite his filter placement. [Pt ]was diagnosed with chronic venous embolism in (B)(6) 2014. [Pt ] is at risk for future cook günther tulip filter fractures, migrations, perforations and tilting, as well as future recurrent dvt and/or pulmonary embolism. [Pt ] faces numerous health risks, including risk of death. For the rest of [pt]'s life, [pt] will require on-going medical monitoring. [Pt] has suffered and will continue to suffer serious physical injuries, pain and suffering, mental anguish, medical expenses, economic loss, loss of enjoyment of live, disability, and other losses".

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a gunther tulip filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to initial reporter: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010, [pt] presented at the hospital to have the filter removed as he was therapeutic on coumadin. At that time, [pt's] doctor was unable to remove the filter due to migration and perforation of the vena cava wall". Patient outcome. It is alleged that " [pt] has suffered numerous thrombotic events, despite his filter placement. [Pt ]was diagnosed with chronic venous embolism in (B)(6) 2014. [Pt ] is at risk for future cook günther tulip filter fractures, migrations, perforations and tilting, as well as future recurrent dvt and/or pulmonary embolism. [Pt ] faces numerous health risks, including risk of death. For the rest of [pt]'s life, [pt] will require on-going medical monitoring. [Pt] has suffered and will continue to suffer serious physical injuries, pain and suffering, mental anguish, medical expenses, economic loss, loss of enjoyment of live, disability, and other losses".

Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc. (B)(4).

Event description:
This additional information received on 03/14/2017 as follows: patient was allegedly treated for deep vein thrombosis and claims to have received an implant on (B)(6) 2010 with an attempted explant on (B)(6) 2010. Patient is alleging vena cava perforation, device unable to be retrieved, deep vein thrombosis. Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.